Event description:
A malfunction alarm with code malf 9 occurred, indicating a motor movement error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information and guiding the customer through the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction occurred again.